Event description:
It was reported that the deep brain stimulation (dbs) patient experienced shocking sensations while charging the implantable pulse generator (ipg), along with a therapy interruption that led to the return of tremors. As a result, both the database and patient report were submitted for further analysis. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted and is successfully delivering therapy. A firmware update was performed, which resolved the bluetooth fault code error that occurred during charging. The patient is now able to charge the ipg without interruption, and no further action is required.

Manufacturer narrative:
Block d.2b; additional applicable product codes: nhl, pjs. A field safety notice (fsn 97178176-fa) was delivered to physicians in april 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patients programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.